Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -06.00 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted due to excessive vaulting. The lens was exchanged for a shorter lens on (B)(6) 2017 and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (black points/dots). Report source: user facility is incorrect, should be distributor. (B)(4).